Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Real-time clock failure due to loss of power,

Event description:
Caller states that the customer was unresponsive, and she attempted to test the customer with his aviva meter but obtained an error message. Caller attempted to give the customer glucose but he was sweating and moving around without responding to the caller. Caller called the emt, who arrived and tested the customer on their meter at 102 mg/dl. Emt gave the customer oxygen and a shot of "something" and took the customer to the hospital. Customer was treated at the hospital with a peanut butter and jelly sandwich and was released approximately 3 hours later. Customer feels fine now. Customer's meter was not coded to the correct strips. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.